Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was unable to clear a high alarm. The time did not advance on the screen. The display was frozen. Customer's blood glucose level was 264 mg/dl. The time is stuck at 8:22 a.m. However, when he cleared the alarm the time advanced. But when the insulin pump alarmed again the time went back to 8:22. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the keypad traces. No frozen screen noted during test and time clock advances properly. All buttons functioning properly. The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and scratched reservoir tube window.